Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up

Event description:
It was reported that during equipment testing in central sterile processing, it was discovered that heat was emanating from the angle of the attachment device. According to the reporter, the device seemed hot enough to possibly fail the temperature specifications at the angle location. The reporter did not report of any surgical delays. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as apr 25, 2016 in the initial report. The date returned to manufacturer was corrected to apr 22, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device reflected heat in the elbow with a reading of 113.1 degrees fahrenheit, which is greater than the manufacturers' specification (113.1 degrees fahrenheit; specified reading was less than or equal to 103 degrees fahrenheit). It was further determined that the device reflected heat in the base with a reading of 112.1 degrees fahrenheit which was greater than the manufacturers' specification (112.1 degrees fahrenheit; specified reading is less than or equal to 103 degrees fahrenheit). It was further observed that the corrosion on the bearings and gear in the back end was what caused the heat and was consistent with improper cleaning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.